Event description:
During surgery, the loop of the resection electrode detached. It was noted that the electrode was bipolar and was used on a monopolar resector. It was also noted this is not clearly labeled on the box.